Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
A physician reported that a vns pt had high impedance that read greater than 10 kohms. The device was disabled at this time and xrays were going to be sent to the MFR for review. Meanwhile, the pt would be scheduled for a revision surgery. There had been no report or trauma or manipulation preceding the discovery of the high impedance. Xrays were reviewed by the MFR. There appeared to be an electrode orientation abnormality and also a suspect area in the lead body cephalic to the placement of the generator. Clinic notes were also rec'd from the physician and it indicated that on (B)(6) 2011, the pt was interrogated and a high impedance warning message appeared. The pt's settings at this time were 0.5 ma/30 hz/500 microsec/30 sec/0.8 min and 0.5 ma/60 sec/500 microsec. A revision surgery in the future is likely.